Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the encoder knob on the arterial roller pump had a spot where you turn that feels rougher than others. The device was not changed out, as the unit still functioned and used for this case. This problem had not caused any malfunctions with the pump. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr installed a new display assembly and then completed inspection of system. With the display assembly replaced, the unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.